Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the scope connector had poor contact, the lamp was worn out, the light was poor, the power switch was cracked, the front panel was cracked, the chassis was worn out and top cover was worn out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset evis exera iii xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a b30(scope communication error) displayed. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the b30 communication error/poor contact of the endoscope connector. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of this issue. Olympus will continue to monitor field performance for this device.